Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was not powering on. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on. A field service engineer (fse) arrived at the station and observed it was stuck at 7% during the update; attempted a reboot and allowed the update to continue, but after multiple recovery attempts informed the customer that a reimage was required. The basic input/output system was updated to boot from a thumb drive and reimage was initiated, but the process crashed twice; the fse informed the customer that the image might be corrupted and needed to be re-downloaded. Due to escort unavailability, the reimage was completed the following day, after which the station successfully booted and synchronized properly with the es server. The system functioned as intended after the field service engineer troubleshot the device.